Event description:
I am writing to report concerns of false and/or deceptive advertising of certain types of radiation therapy. Specifically "cyber knife" and "gamma knife" treatments. Both of these forms of radiation therapy are being widely advertised as forms of "surgery." Furthermore, they are being advertised as minimally invasive or non-invasive surgery. My family and I have both come across the following statements: "cyber knife, non-invasive cancer surgery with no recovery" and "gamma knife, outpatient brain surgery without incisions". These are false and deceptive statements adverting to people unfortunate enough to have cancer. In fact, these are therapy technologies developed as alternatives to surgery. There is no knife or blade. The cancer is not cut or excised. They are therapies administered by radiation oncologists and not by surgeons. These therapies have a place in treating disease. But, they should be labeled/identified accurately. They represent forms of radiation therapy. It is clear that marketing efforts are being used to deceive those that suffer from cancer. That is wrong.